Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (025170) was inspected and all measurements were found to be within specifications the device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens tilted/vaulted approximately 3 months post implant; also capsular haze was noted. The patient's vision in the left eye was 20/200 with 4.0 diopters of astigmatism. The lens was ultimately explanted. This report pertains to the patient's left eye. Additional information has been requested, but no additional information has been received.